Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpacking. Symptoms/ae: it was reported that during unpackaging, the stent was found to be partially deployed by two strut rows. The device was not used. The customer reported there was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.